Event description:
It was reported that the pulse generator exhibited a header screw anomaly.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Analysis was normal.